Event description:
It was reported that st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed. A pigtail catheter was inserted into the laa and watchman fxd curve access system (was) was advanced over the pigtail catheter. Initial laa angiogram was performed via the pigtail catheter and non-boston scientific (bsc) injection system. At this point, the patient experienced st segment elevation. The patient was stable beyond the st segment elevation so the implanting physician and team continued to monitor the patient. The st segment elevation spontaneously resolved and the procedure was completed with successful implant of a watchman flx laa closure device. The patient was reported to be doing well upon waking from anesthesia without vital sign changes or deficits. The physicians suspect the st segment elevation was caused by air embolism.